Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 420mg/dl. It was reported that the customer corrected with pen. It was reported that no delivery alarm occurred during fill tubing. It was reported that the customer was advised to call back when alarm occurs. No further information provided.